Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic with auto mode switch episodes due to competitive atrial pacing events. Programming changes were made and the patient will continue to be monitored.